Event description:
It was reported to boston scientific corporation on september 18, 2008 that a corflo cubby low profile balloon was placed in 2008 in a percutaneous endoscopic gastrostomy (peg) procedure. According to the complainant, at about one month later, "the locking tab of the bolus feeding tube was broken off, and it was unable to connect." The procedure to replace this device was completed with another corflo cubby low profile gastrostomy device. No patient complications were reported as a result of this event. The patient's condition was reported as "good."

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.